Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify motor error alarm due to blank display. Motor passed motor test. Unit had scratched display window and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display was currently blank. The display did not return after troubleshooting. Customer's blood glucose level was 169 mg/dl. Back in (B)(6) he was getting many motor error alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.